Event description:
It was reported that the pt underwent an incisional ventral, open, primary hernia repair procedure in 2008. During this procedure a surgical mesh was used. Postoperatively in the same month, it was found that the pt had developed a deep surgical site infection. As a result, the area was treated with aquacel dressing changes every other day at the doctor's office. No antibiotics were prescribed. The surgical mesh is still in place and the surgeon does not expect it to be removed. The event is ongoing at this time. No further info was provided at the time.

Manufacturer narrative:
An infection occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.